Manufacturer narrative:
Following a review of the device history record for lot number 89020-mci-096-10 f012c28h, it was determined that all processes and test criteria are within the medpor implant finished product specification.

Event description:
The doctor reported to the porex surgical sales representative that the pt received a medpor right cranial implant on (B) (6), 2010. The doctor stated that the pt was having an acute inflammatory reaction and the medpor right cranial implant was explanted on (B) (6), 2010. The doctor stated that it was a (B) (6) infection that caused the pt to degrade rapidly within 36 hours after implantation. The doctor reported that the pt is on antibiotics and doing fine.